Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a 23mm sapien 3 valve implanted for 6 years and 6 months failed due to severe central valvular aortic regurgitation with a pressure half-time of 266 ms. The patient was symptomatic with progressive exertional fatigue (stops to rest during housework). The patient underwent a valve-in-valve procedure with a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. The complaint for central regurgitation was confirmed based on available information to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, patient had vast comorbidities (i.e. Breast ca, idiopathic cardiomyopathy, htn, etc.), which are known factors that may increase the risk for valve degeneration, resulting in central regurgitation. Both hypertension and a history of breast cancer treatment (such as radiation or chemotherapy) are known to accelerate bioprosthetic valve degeneration by increasing mechanical stress and promoting tissue calcification. While idiopathic cardiomyopathy primarily affects the heart muscle's function, it can create a turbulent blood flow environment that further taxes the valve. Collectively, these conditions create a "wear and tear" effect that speeds up the natural structural failure of tissue valves. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.